Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for the treatment of an unspecified indication via a humapen memoir pen injector. On (B)(6) 2011, the patient saw missing segments in the dose number field of the pen's display. The device was returned on (B)(4) 2011. This humapen memoir was associated with product complaint (B)(4) / lot number 1003c01. The training status of the patient user was not provided. The pen had been in use since approximately (B)(6) 2010. Update (B)(6) 2011: upon review of this case on (B)(6) 2011, the case was opened to updated the product complaint number in the narrative from (B)(4) to (B)(4). Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; added the return date of the device and the manufactured date; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported there were missing segments in the dose number field in the display of his humapen memoir device. Investigation of the returned device (batch 1003c01, manufactured march 2010) determined the root cause is a deficient bond between the cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action deficient bond: a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted until these improvements have been implemented. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for the treatment of an unspecified indication via a humapen memoir pen injector. On (B)(6) 2011, the patient saw missing segments in the dose number field of the pen's display. Return status of the pen was not provided. This humapen memoir was associated with product complaint (B)(4) / lot number 1003c01. The training status of the patient user was not provided. The pen had been in use since approximately (B)(6) 2010.